Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Upon receipt of additional information, it has been determined that this event was captured on MDR report number 0001526350-2021-00225. The initial report 0001526350-2021- 00302 was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this event was captured on MDR report number: 0001526350-2021-00225. The initial report 0001526350-2021- 00302 was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the mesher was used on skin to prepare for grafting. The mesher tore the tissue that was put through it and the tissue was unusable. An additional graft was required from the patient using a different mesher and there was a delay of 20 minutes in the procedure. No additional patient consequences were reported.